Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the emergency room and was diagnosed with phrenic nerve stimulation. An x-ray confirmed the nerve stimulation on the left ventricular (lv) lead. The lv lead was inactivated and the patient was waiting a lead repositioning. The patient was a participant in the monitoring resynchronization devices and cardiac patients ((B)(6)), but was withdrawn from the study until the lead repositioning takes place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.